Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that two syringe 3ml ll 200 s/c were found with needles breaking during use. The following was provided by the initial reporter: material no. 309657 batch no. Unknown. It was reported that needle broke off with two syringes when put into insulin vial. Dear complaint department, description of issue: customer called in reporting needle broke off with two syringes when put into insulin vial about a month ago. Number of occurrences: 2. Item number: 3 ml syringe ¿ 309657, customer unsure of needle item number. Product lot number: customer unable to provide.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. PMA/510(k)#: k980987 / k151766. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two syringe 3ml ll 200 s/c were found with needles breaking during use. The following was provided by the initial reporter: material no. 309657, batch no. Unknown. It was reported that needle broke off with two syringes when put into insulin vial. Dear complaint department, description of issue: customer called in reporting needle broke off with two syringes when put into insulin vial about a month ago. Number of occurrences: 2. Item number: 3 ml syringe ¿ 309657, customer unsure of needle item number. Product lot number: customer unable to provide.